Event description:
A paramedic called lfs in 8/2002 alleging the company's ot ii meter would only prompt clean test area message. The issue was not resolved with troubleshooting. Paramedic did not allege that anyone was harmed, but uses the meter on an ambulance and feels that when it needed to take a reading in the ambulance and can't because the meter is not working, it can turn any situation into a dangerous one. Meter has been replaced for customer.